Manufacturer narrative:
The hill-rom technician found a trigger issue on the push handle. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the push handle and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the intellidrive runs in reverse when pushed forward. The bed was located in ICU hallway at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).